Event description:
It was reported that the patients right atrial (ra) lead impedance has been trending down to the current low impedance level. Undersensing and noise were also noted on the ra lead. The lead was capped and replaced. No patient complications have been reported as a result of this event

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: model: addrl1, ipg; implant: (B)(6) 2013. (B)(4).